Event description:
Same case as MFR report #2134265-2008-03621. It was reported that while preparing for a coronary artery drug eluting stenting treatment procedure, the sterile barrier was compromised. A 4.5x12mm taxus liberte drug eluting stent (des) had been selected to treat an unspecified target lesion. While unpacking the device, the sterile pouch appeared open. Another 4.5x12mm taxus liberte des was selected and during preparation of this device, the stent struts appeared bent. The procedure was completed with a third 4.5x12mm taxus liberte des. There were no patient complications reported.

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. Per procedure, 100% inspection is carried out on all device seals and each of the vendor seals plus the post sealing of units. A review of the device history record for this batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is undeterminable as a review and analysis of all the information fails to indicate a root cause or probable root cause. Device not returned for analysis.